Event description:
Information received indicates the head hi/low function is drifting slowly.

Manufacturer narrative:
The tech isolated the issue to a sticking solenoid valve. He replaced the solenoid valve to repair the bed.